Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing, resulting in a hole, in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be reproduced; however, the torn hemostasis seals is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
Following an ablation procedure, a blood leak was noted from the hemostasis valve of the introducer. The procedure was completed with no adverse consequences to the patient.